Event description:
The pt reportedly experienced facial nerve stimulation (fns) since initial stimulation. A surgery was performed to pack the implant area and to investigate the chronic, persistent facial nerve stimulation. Extensive programming troubleshooting was performed and a stylet between the implant and the facial nerve was inserted. The pt's device was not removed. The pt is being monitored.